Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however a review of the logs indicated an alarm occurred that may indicate an loss of mechanical ventilation. It was recommended to replace the central processing unit if the issue reoccurs.

Event description:
The hospital reported the unit was having problems ventilating. There was no report of patient involvement.